Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for interrogation in clinic. It was noted that the pacing lead impedance and capture thresholds were high. Isometric testing did not reveal any noise. Programming changes were made to turned off tachy therapy. The physician was made aware and wished to continue to monitoring. The patient remained stable and asymptomatic before, during and after interrogation.